Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the safety mechanism did not retract the needle. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, the safety mechanism didn't work and the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-11. Investigation summary : our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one retracted needle assembly with its needle cover and original packaging from lot number 1103228. In addition, eight photos were received. Upon inspection of the received unit and the photos, the needle was identified to be fully retracted. The received device and the photos were inspected for damage to the grip, barrel, needle hub, button, and spring. Additionally, the device was inspected for excess/misplaced adhesive and a bound spring. Through the initial inspection, no damage to the grip and barrel could be found. Next the button and grip were inspected under magnification for any signs of damage and excess adhesive respectively. No damage or adhesive was identified. Then the device was returned to the un-retracted position and retraction was performed. There was no catching or overlap (bound spring) of the spring found. The unit was then dissected and inspected for any damage to the spring and needle hub. Again, no damage was observed. The needle was observed to not have any bends that would affect retraction. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the safety mechanism did not retract the needle. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, the safety mechanism didn't work and the needle was not retracted.